Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; device code - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; PMA/510(k) number / manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reasons. Competitor cement spacers were implanted. The patient was reimplanted on (B)(6) 2016. During the procedure, the g7 plastic ring became pinched and was unable to be removed. The surgeon removed the metal liner to remove the plastic ring; the cup remained implanted. Another metal liner and ring were used to complete the procedure without delay.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Revision and damaged ring.